Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the connector broke when administering fluids through an arterial line. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the connector broke was confirmed. Visual inspection of the set showed a section of the threaded collar portion of the male luer was broken off. There were no other anomalies observed. The root cause was not identified. The mating device was not returned for investigation.

Event description:
The customer reported that the connector broke when administering fluids through an arterial line. There was no patient harm.